Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during an unknown procedure on (B)(6) 2026 when it was reported, ¿plumepen ultra cracked in the middle of the procedure. The product is available for return. Account reported this happening two other times reporting that the crack resulted in plastic pieces falling into the patient.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned. Further assessment found that all fragmentation was retrieved from the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.